Event description:
It was reported that the patient presented to the hospital and complained of cardiac insufficiency and was admitted. Upon interrogation, the pulse generator exhibited backup operation. The patient was monitored while in the hospital. The patient deceased on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics.